Event description:
It was reported that during a prosthetic leg procedure, the patient with this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise, oversensing, and an inappropriate shock. Reprogramming efforts were performed and no additional adverse patient effects were reported. Additionally, information was received and it was noted that the patient received some electric shocks due to oversensing. It was observed that the smart pass feature was disabled due to low amplitude. Troubleshooting options were discussed and recommended. In the meantime, therapy is off. The device remains in service.